Event description:
General report received of an unspecified number of undocumented incidents of leaking of a chemotherapeutic agent. The tubing set were being used to administer 5fu. After an unspecified length of time, the tubing set were reported to leak "just after the spike, between the bag and tubing." Though requested, no additional information was provided.